Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000053716.

Event description:
It was reported that during an ipg replacement procedure (related manufacturer reference number: 3006705815-2022-00497) patient¿s one of the leads was explanted as they were not used and had migrated. Reportedly, patient had adequate therapy with the unaffected lead. Investigation was unable to determine which of the leads migrated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.